Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of dyspareunia ('dyspareunia (painful sexual intercourse)') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test not done". The patient's concurrent conditions included rheumatoid arthritis, genital warts, bleeding menstrual heavy, abdominal pain, pelvic pain and low back pain. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced dyspareunia (seriousness criteria medically significant and intervention required), fatigue ("fatigue"), alopecia ("hair loss"), headache ("headache"), migraine ("migraines / headaches"), vaginal discharge ("vaginal discharge") and adnexa uteri pain ("pain: tubal area"). The patient was treated with surgery (hysterectomy (partial)). Essure was removed on (B)(6) 2019. At the time of the report, the dyspareunia, fatigue, alopecia, headache, migraine, vaginal discharge and adnexa uteri pain outcome was unknown. The reporter considered adnexa uteri pain, alopecia, dyspareunia, fatigue, headache, migraine and vaginal discharge to be related to essure. The reporter commented: date of explant was reported as (B)(6) 2019 (hysterectomy (partial). Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 4-mar-2020: pfs received. New events added: vaginal discharge, migraines / headaches, tubal pain. Reporter was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of dyspareunia ('dyspareunia (painful sexual intercourse)') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test not done". On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced dyspareunia (seriousness criteria medically significant and intervention required), fatigue ("fatigue"), alopecia ("hair loss") and headache ("headache"). The patient was treated with surgery (hysterectomy (partial)). At the time of the report, the dyspareunia, fatigue, alopecia and headache outcome was unknown. The reporter considered alopecia, dyspareunia, fatigue and headache to be related to essure. The reporter commented: date of explant was reported as (B)(6) 2019 (hysterectomy (partial). Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 11-sep-2019: pfs received. Case was upgraded to incident. The previously reported event injury was replaced with events from pfs: dyspareunia (painful sexual intercourse), fatigue, hair loss, headaches, essure confirmation test not done. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.